Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he experienced hyperglycemia while using the infusion device. Blood glucose first elevated on (B)(6) 2011 after a "night of drinking." Patient reported he accidentally turned the infusion device off while "tossing and turning in the night," and blood glucose elevated to 23 mmol/l (414 mg/dl) and he had extreme vomiting. Patient bolused and gave insulin injections to decrease his blood glucose. He went to the hospital at 8:00 p.m. After feeling bad all day, and he disconnected the infusion device and was treated with a saline drip and pain medication. He does not recall any additional treatment. Blood glucose was 17 mmol/l (252 mg/dl) when he arrived. He was discharged the following morning with no special instructions. The battery cover has never been changed and is "really mangled" from using a butter knife, and the adapter has also never been changed. Patient was advised on manufacturer recommendations. No error messages were received on the infusion device. Correct type of battery is used, and the date and time are programmed correctly. Insulin does not warm to room temperature before use. There was no blood or leaks in the system. Patient did not have any lifestyle changes. The infusion device was not dropped within the past 48 hours. Complimentary adapters and battery covers were sent. Follow-up was completed with patient on (B)(6) 2011, and blood glucose had remained in his normal range of 4-12 mmol/l (72-216 mg/dl). No product will be returned for evaluation as patient continued to use the infusion device with no further concerns. No product will be returned for evaluation.